Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Per customer: the device broke partially inside the patient. The device broke right before the pink hub. The customer confirmed that no portion of this complaint device remained inside the patient. Per customer all parts of this complaint device was successfully removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.